Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed using transesophageal echocardiography (tee) and intracardiac echo (ice) imaging on a patient with broccoli shaped anatomy. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 24mm wds was advanced, deployed and released after 2-3 recaptures/repositions. After a successful release of the closure device, a pericardial effusion was noted on imaging. A pericardial tap was completed to treat the effusion removing approximately 750ml of bright red fluid which was re-transfused back to the patient. No further complications occurred. The patient remained in stable condition and remained in the hospital for observation.